Event description:
The pt's mother reported that she activated a new device at dinnertime on (B)(6) 2012. At bedtime her son's blood glucose measured 228 mg/dl, which she corrected with an insulin bolus (dosage not reported). The next morning her son's bg continued to rise (no exact measurements or treatment info available). The device terminated with an occlusion alarm (time not reported). The mother activated a new pod, but his ketones were high. The pt was admitted to the hospital (time unk) for 24 hours with diabetic ketoacidosis.

Manufacturer narrative:
The device was not returned for eval. Occlusion alarms are safety features not considered malfunctions. We are unable to confirm the reported alarm or to determine the product's condition prior to termination in the alarm. No product lot number was reported therefore no qualification record review could be performed. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advise of your healthcare provider," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."